Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a). Evaluation conclusions are reflected in the codes.

Event description:
Customer stated that she began developing redness around the stoma in mid-(B)(6) 2013. The area continued to increase with weeping and a little bleeding at the edge of the stoma. Two weeks ago her retailer suggested crushing which she has been doing but without any change. Yesterday she saw the stoma nurse who made no changes to the treatment plan. The customer feels this developed with hot tub use. Crusting and anti fungal powder recommendation.